Event description:
During an endoscopic biliary stone extraction, the physician used a cook endoscopy fusion lithotripsy extraction basket. As the physician attempted to cannulate the papilla with a distal end of the extraction basket catheter, the papilla was reportedly "bleeding a little bit". At this time, the physician also noted that the wire guide lumen located at the distal end of the extraction basket catheter was damaged. The extraction basket was removed and another fusion lithotripsy extraction was used to complete the procedure. A small amount of bleeding occurred at the papilla; intervention to stop the bleeding was not required. The user reported "there was a little bit of damage to the papilla". A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. Other than what is described above, the pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our lab eval of the product said to be involved confirmed the report. The material that forms the wire guide lumen has split approx 5mm beginning at the distal end. This split is wide enough to expose the inner coilspring of the basket cable. There are slight wrinkles near the split area. This observation suggests the wire lumen may have been damaged by the endoscope during advancement through the accessory channel. No portion of the wire guide lumen material is missing. No other observations were noted. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Info provided with this report indicated a sphincterotomy had been performed prior to this occurrence. A sphincterotomy involves making an incision in the papilla to provide easier access to the biliary and pancreatic ducts. Although the info provided indicated bleeding at the time of the sphincterotomy did not occur; insertion of accessories after sphincterotomy could have aggravated the sphincterotomy site resulting in the reported "small amount of bleeding" and "little bit of damage to the papilla". Hemorrhage is listed in the fusion lithotripsy extraction basket instructions for use as a potential complication. The instructions for use for the fusion lithotripsy extraction basket direct the user to introduce the device into the endoscope accessory channel and with the elevator open, advance the basket in short increments until endoscopically visualized exiting the endoscope. If the elevator was in the closed position during advancement of the basket catheter through the endoscope, this could cause damage to the wire guide lumen of the extraction basket. Advancement of a damaged extraction basket device into the pt's papilla could have contributed to the reported observation. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel were informed of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.